Event description:
It was reported that while preparing to perform a case on (B)(6) 2011 the motor drive unit experienced a clicking noise with the disposable handpiece attached and it would not rotate the device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The physician used two different disposables and the mdu could not activate either disposable. With the first disposable, the lights on the mdu worked but the disposable did not work. With the second disposable, the trigger was pulled but disposable did not work. The procedure was completed, but it is not known how it was completed. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom was duplicated. The cause was due to a damaged set screw.